Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) was surgically explanted due to lead dislodgement, and high pacing thresholds. A new rv lead was implanted. The explanted lead is not expected to be returned, lead was given to the patient as a souvenir. Besides surgical intervention, no adverse patient effects were reported.